Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain."

Event description:
Pt reported an alleged leak with a lap-band port. The pt is experiencing pain as well. During a fill appointment, the doctor performed a fluoroscopy and found the port was leaking. Device remains implanted, at this time. Allergan will be notified of explant surgery. F/u findings: the surgeon's assistant confirmed that explant surgery occurred. The entire sys was removed and was not replaced.